Event description:
Soon after treatment with cosmoplast the patient presented with erythema at the treatment sites. The physician has prescribed oral medrol dose park, tetracycline and topical hydrocortisone cream.